Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that a thermodilution catheter (part number dtd1704hx) lacked stiffness resulting in reduced torque and stability. In addition, the 0.25 guidewire did not fit within the device. The reporting customer changed guidewires to remedy the fit. (B)(4). The investigation is incomplete at this time. This report will be updated when new and critical information is received.

Event description:
There is a lack of stiffness in the shaft reducing the torque and stability of the device. Additionally, the .025 guidewire no longer fits. The customer has changed guidewires as a result. The product was being used during a right heart cath procedure.

Manufacturer narrative:
Root cause: finished good dtd1704hx is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was issued to the supplier. In its response, biomedical sales international stated the catheter body is polyurethane, which exhibits a softness at body temperature and hardness at room temperature due to its characteristics. Without a sample to evaluated, a root cause cannot be concluded. Corrective action: a corrective action has not been taken. Investigation summary: an internal complaint (call (B)(4)) was received indicating that a thermodilution catheter (part number dtd1704hx) lacked stiffness resulting in reduced torque and stability. In addition, the 0.025 guidewire did not fit within the device. The reporting customer changed guidewires to remedy the fit. Finished good dtd1704hx is supplied to deroyal by (B)(4). A scar was issued to the supplier and a response received 5/9/2016. In its response, (B)(4) indicated the device history record was reviewed but no product deficiencies identified. One-hundred percent guidewire tests were performed on all devices. The lot reported passed the in-house specification test. Additionally, the reported 0.025 guidewire that could not fit within the device is not a component of the thermodilution catheter package. Therefore, no conclusions can be drawn regarding the guidewire compatibility with the catheter. The 2014-2016 scar and supplier notification letter logs were reviewed for similar complaints. None were identified. Deroyal will continue to monitor trends for this failure and will recognize in the future if it transitions into a recurring issue. Preventive action: a preventive action is not being taken. The investigation is complete at this time. This report will be updated when new and critical information is received. Device discarded by user.

Event description:
There is a lack of stiffness in the shaft reducing the torque and stability of the device. Additionally, the .025 guidewire no longer fits. The customer has changed guidewires as a result. The product was being used during a right heart cath procedure.